Manufacturer narrative:
Per an evaluation, the caster has been deemed defective and the frame is bent. This item has been scrapped.

Event description:
Front caster not staying on the ground, frame seems to be bent.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Front caster not staying on the ground, frame seems to be bent.